Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received her scs system, including a surgical lead, on (B)(6) 2010. It was reported the pt began feeling stimulation in her ribs. An x-ray found that the lead had migrated. The lead was explanted and replaced. The explanted lead was returned to the manufacturer for analysis. Follow up on the pt found no further issues reported.